Event description:
It was reported that an occlusion alarm occurred on an ilet using a steel contact detach infusion set with 23-inch tubing, with blood glucose elevated to 426 mg/dl and multiple occlusion alerts persisting until the infusion set was changed. Symptoms included hyperglycemia. Outcomes included recovery to a stable glucose level of 91 mg/dl after set replacement and troubleshooting. Investigation included phone-based troubleshooting and evaluation of the infusion set and tubing for kinks or air, with no defects observed and delivery resumed prior to set change. Investigation of this case revealed that the issue was resolved after changing the infusion set, indicating a probable infusion set-related occlusion despite no visible abnormalities. It was concluded that the event was attributable to an insulin delivery occlusion associated with the infusion set, and the device functioned as designed once the set was replaced.